Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx pancreatic stent was used in stent placement procedure in pancreas(exact date not reported). According to the complainant, during unpacking, it was noticed that the advanix¿ rx pancreatic stent was bent. The procedure was successfully completed another advanix¿ rx pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem".